Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with slight diffuse lamellar keratitis (dlk) in both eyes (ou) at 1 day post-operative exam. Topical steroid drops were increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -2.00 x -.75 x 3, left eye pre-op 20/20 -2.00 x -.75 x 174. This report is for the femto laser. A separate report will be filed for the excimer laser.